Manufacturer narrative:
Clarification to: explant surgery is planned for a future date. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician¿s office reported a left side "ruptured implant." The device remains implanted. Removal of the device has been advised.